Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ground bond failure was confirmed in testing. However, a cause could not be determined. The product did not meet specification in relation to this event. The device was sent to service.